Event description:
It was reported that during ilet setup the screen did not accept a ¿yes¿ selection to the prompt asking whether drops were visible, which was addressed by restarting the ilet via the mobile app and completing setup. Investigation included technical support troubleshooting and user education. Further investigation of this case revealed the device functioned as expected after a restart, consistent with transient user interface behavior. There were no symptoms and no adverse clinical effects reported. Outcomes included no reported impact on activities of daily living and no medical intervention. It was concluded that the event was resolved by restarting the device and that no device malfunction affecting patient safety was identified.